Manufacturer narrative:
The device was returned to olympus for evaluation. The allegation was confirmed. The evaluation found a solid and translucent material, which resembled cleaning agent residue that could not be removed clogging the nozzle. The evaluation also found the glue on the bending section cover separated, angulations out of specification, and the biopsy channel was found to be worn with coloring/scratches noticed inside the channel (not impacting function). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had no insufflation. During the testing and inspection of the returned device, the nozzle was determined to be clogged. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.